Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - failure (event) observed during analysis. Final analysis found that the lead was received in two pieces. Outer insulation abrasion was noted on the lead; which is consistent with that of exposure to friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.